Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm the insertion anomaly, due to the customer returning the sensors opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke off after removing the needle hub. The customer's blood glucose was unknown at the time of incident. The sensor will be replaced and will be returned for analysis.